Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and this competitive right ventricular (rv) lead exhibited an intermittent loss of capture. The device was programmed with automatic capture on, and pacing failure was observed on the electrograms (egms). Asystole of 7.2 seconds was recorded. The device appeared to be in retry mode, as the output had suspended at 3.8v and no backup pacing was delivered. A boston scientific technical services consultant reviewed the egms and confirmed the device was operating in retry mode. In the daily measurements, the pacing threshold measurements were 1.3v to 2.5v. The patient was seen in the clinic for evaluation. It was observed that when the patient lay on his left side, the pacing thresholds increased. The device output was reprogrammed to 5.0v. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.